Manufacturer narrative:
The insulin pump had a frozen display due to corrosion on the liquid crystal display board. No damage was found on the keypad trace. Unable to perform the operating currents due to the frozen display.

Event description:
The customer called to report unresponsive buttons for over an hour. The insulin pump was not dropped or bumped. Advised that the insulin pump would be replaced. Nothing further was reported.